Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device consisted of a watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination/ misshapen), and a kink in the sheath located 28.5 cm from the tip. The damage to the tip of the device is consistent with the device being used in a procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed on 01jun2018. It was reported that a positioning /placement issue occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman® laa closure device & delivery system was inserted into the watchman® access system. The closure device was deployed; however, the laa was to shallow and was unable to accommodate the closure device. After several attempts the procedure was aborted. No patient complications were reported and the patient's status is stable. However, device analysis revealed inner liner delamination.